Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant, the patient''s atrial lead had dislodged. This was confirmed via chest x-ray. The physician re-positioned the lead on 29 aug 2020. The patient was stable throughout.